Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to correct the reported errors on usm 4. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called to report errors on the universal surgical manipulator 4 (usm4) and that the site had disabled the usm. The technical service engineer (tse) reviewed the system logs and confirmed errors on usm4. The tse then asked whether the surgeon could proceed using only three arms, and the surgeon indicated this was possible but that usm4 was in the way. The tse instructed the site to manually move usm4 out of the way, which the surgeon did and was then able to dock the system and begin the procedure. The tse also informed the site that table motion and auto docking would not be available due to the usm4 issue, and the site acknowledged and proceeded. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed successfully with three arms and caused a 15 minute delay.